Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted the user and got the information that following microbes were detected from the sample collected from the subject device as a result of microbiological testing by the user facility. [First time: (B)(6) 2020] mixed pseudomonas (>100 cfu). [Second time: (B)(6) 2020] pseudomonas (10-100 cfu) [third time: (B)(6) 2020] pseudomonas (10-100 cfu), klebsiella (1-10 cfu/endoscope) [forth time (B)(6) 2020] pseudomonas (1-10 cfu) the subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Oaz checked the subject device and found the followings. The distal end insulation test was failed. The angulations were heavy. The bending angle in up direction does not meet specification due to the deformation of bending tube. The adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. The angulation control knob could not be locked correctly. The control section was damaged. The endoscope connector was damaged. The subject device was repaired and returned to the user facility. Then, as a result of the additional testing by the user facility, no microbe was detected from the sample collected from the subject device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of two times microbiological testing by the user facility, pseudomonas aeruginosa were detected each time from the sample collected from the subject device. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope3 gallay, using peracetic acid. There was no report of infection associated with this report.